Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image issues on the display occurred due to a output connector socket failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the evis exera iii video system center to olympus for preventive maintenance. Upon inspection of the customer¿s returned device, it was observed that the video socket was deformed. This report is being submitted for the malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation a video connector socket was found deformed. Additional findings were as follows: there was an image defect, outdated software version noted, and the rear panel and top cover were damaged. It is most likely that the device was mishandled or dropped during use. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.